Event description:
The lens stuck in the delivery device during insertion into the patient's eye using the delivery device. Another lens and delivery device were used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00294 for the intraocular lens used with this delivery device.